Event description:
A screw from a leksell ronguer came loose during surgery causing the equipment to come apart.what was the original intended procedure?left hip replacement.device #1is this a laboratory device or laboratory test?no.